Event description:
It was reported that the customer was taken to the emergency room due to hypoglycemia. It was stated that the customer's blood glucose reading dropped to 38 mg/dl, then the customer lost consciousness. Someone from the customer's workplace called the paramedics at that time. The customer was treated with oral carbohydrates and IV glucose, and recovered completely. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.